Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported by a customer from USA: "5 broken power cords. Outer housing is coming apart. Samples discarded. Delay in therapy: no. Need for medical intervention: no. Serious injury or death: no. Human harm: no."